Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction code recurred.